Event description:
It was reported that the pump was alarming. The pump had not been interrogated yet so the reason for the alarm was unknown. It was later interrogated once the patient arrived to the emergency room and it was found that there were numerous motor stalls and recoveries were confirmed in the event logs with the last stall occurring on 2013 (B)(6) at 2:22 p.m with no recovery. The patient felt a ¿little nauseous¿ but was otherwise asymptomatic. It was reported that the health care provider (hcp) would not be available to replace the pump until the following week. It was reported that the patient would be admitted to the hospital. It was later reported there was a motor stall that never recovered. It was noted a previous stall occurred and had recovered. The pump was replaced. The patient was admitted for oral and IV infusion to prevent withdrawal and the pump was placed on minimum rate. The patient was sedated at time of replacement but was expected to recover. The pump was infusing compounded baclofen, infumorph and clonidine. It was then reported that the patient was receiving therapy. The procedure had been complete for 3 hours and ¿so far, patient is fine¿.

Manufacturer narrative:
Product ID 8578 lot# serial# (B)(4), implanted: 2010 (B)(6), product type accessory product ID 8709 lot# j11318r16, implanted: 2002 (B)(6), product type catheter. (B)(4).